Manufacturer narrative:
(B)(4). Batch # v9420j. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed two conforming clips. In addition, one conforming clip and four malformed clips were received inside of a bag. The event described could not be confirmed as during testing, the device performed without any difficulties noted. Although the returned staple was found to be malformed, no conclusion could be reached regarding the cause of the staple malformation. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: the trigger must be fully squeezed against the handle to ensure complete clip formation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, jamming occurred and the clip could not be fed into the jaw at the first and second firings. The device was shaken powerfully outside the patient, then the clip came out from it. Another device was used to complete the case. There were no adverse consequence to the patient. No further information is available.